Event description:
It was reported that in (B)(6) 2011, the patient had a 4.0 x 18 mm xience prime stent implanted at the left main (lm) and ostial lad. A 3.5 x 15 mm xience prime stent was implanted at the ostial left circumflex (lcx). The patient experienced recurrent angina on exertion in (B)(6) 2012. Angiography showed mild in-stent restenosis at the ostial lad including the lm (4.0 x 18 mm xience prime) and also noted subtotal occlusion of in-stent restenosis at the lcx ostium (3.5 x 15 mm xience prime). Ballooning was performed at the lcx ostial xience prime stent with multiple balloons, with each balloon at its maximal pressure and duration varied from 30 to 60 seconds. The lm/proximal lad xience prime stent was also ballooned using an nc trek 3.0 x 20 mm balloon. The final result was rather suboptimal due to the very hard lesion at the ostial lcx site. However, good timi flow appeared and fairly good quality of the distal lcx was achieved. The results were reported to the patient and family, and the physician recommended that a coronary artery bypass graft (CABG) would be better for long term result. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated implant date. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional xience prime 3.5 x 15 mm referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.